Event description:
International affiliate reports the implanted valve's pressure setting changed without outside influence. The valve could not be reprogrammed by the surgeon and the device was explanted.